Event description:
The pt was scheduled for a coronary artery bypass graft. An intra-aortic balloon catheter had been placed by the cath lab. It developed a leak after the pt was back in her room. It was removed without incident. Pt had the bypass procedure as scheduled. There was no injury to the pt.